Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box b: event date was corrected. In box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.